Event description:
Customer reported a button error on his insulin pump. Customer's blood glucose is 360 mg/dl. He drank something before to prevent from going low. There were no significant events leading to the alarm. Customer was sitting on his couch with the device in his pocket. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump had a button error alarm due to moisture damage on keypad traces. Insulin pump received with minor scratches on display window and cracked reservoir tube lip.